Event description:
The 6f polaris x standard curve decapolar catheter was kinked, had an improper curve. The physician was not able to manipulate it properly. The 7f safire blu large sweep ablation catheter steering mechanism in the handle of the catheter is broken. The issues with the catheters occurred after procedure was under way.there was no harm to the patient and we can return equipment upon request from the company.